Event description:
It was reported that during an unspecified pta treatment procedure, balloon inflation and deflation and removal difficulties were encountered. The lesion being treated was a non-calcified, 80% stenotic lesion at an unspecified location. The physician used a 6f terumo introducer sheath for vascular access and a .035" radiofocus guidewire to cross the lesion. The ultra thin dt/8-4/5.8t/75 mm balloon had been inflated at the lesion site to 15 atms, but the physician was not satisified with the inflation, so he increased the inflation to 20 atms. He was still unable to achieve a satisfactory lesion dilatation response. After the twentieth inflation, the balloon ruptured at 15 atms. The physician was unable to remove the balloon from the introducer sheath, so a 7f sheath was inserted from the contralateral side. The physician attempted to remove the balloon by pulling on it with a snare, but was unsuccessful. He thought the balloon deflation may have been insufficient, so he used a 23g needle to rupture the balloon. However, the physician was still unable to remove the balloon from the sheath. The device was subsequently surgically removed by cutting off the balloon from the shaft, then tearing the balloon into two parts for removal. No pt injuries or other complications were reported. Pt status is reported as 'stable.'